Manufacturer narrative:
Investigation results: sbdm completed an investigation. One sample was returned to sbdm, the barrel grip of the syringe was broken. Sbdm checked the same lot 1709213 house samples, the results show no similar case of broken or damaged barrel grip on the syringes. Sbdm reviewed the DHR. Manufacturing, inspection and test records for syringe manufacturing process, there were no abnormality found. Based on analysis, it is likely that the barrel got stuck and broke off in the syringe assembly and packing machine, due to malfunction. Root cause: the most likely cause is that when an assembled syringe in the conveyor moving along to next packing station, the syringe grip might be stuck and subsequently got broken off at the feeder of syringe assembly machine and packing machine due to temporary malfunction. Corrective action: held quality training on this customer complaint for syringe assembly line workers and quality inspector. Improved syringe assembly & packing machine by regulating product feeder. Strengthening process monitoring & product inspection for syringe products. Sbdm inspects all products in 2 steps. A full inspection before packing and after packing, beginning 1st dec 2017. Conclusion: based on investigation and analysis on the complaint, sbdm determined the broken barrel grip was caused by temporary malfunction of 30ml syringe assembly & packing machine. No CAPA is required for this issue; however, supplier (B)(4) was initiated to address this issue.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with needle was broken before use. There was no report of injury or medical interventions.